Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the patient. A lot history review (lhr) of ngxa3488 showed one other similar product complaint(s) from this lot number.

Event description:
Patient's mother alleges that what she described as mold being inside the tube that holds the water for the balloon inflation of her son's feeding tube. She stated that the growth reportedly appears within 2-3 weeks after having the tube in place.